Event description:
It was reported that the customer had cracks near the battery compartment and around the display window. No significant event leading up to the event were mentioned. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.